Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that the insulin pump was not working as it is not turning on. Customer's blood glucose value was unknown. Customer's mother stated that son changed battery 2 weeks ago and now not on. The device will not be returned for analysis.